Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the g9 monitor was randomly rebooting on its own during a patient's surgery. They were unable to measure vitals for about 5 to 10 minutes. However, no patient harm was reported as other monitoring equipment in the or was continuing to record vitals. Investigation summary: as the reported device was not evaluated when it was returned to confirm or duplicate the issue, a root cause cannot be determined. The device is currently in storage. The unit rebooting on its own is commonly caused by failure of the device's internal printed circuit boards. Failure of these components is a sign of hardware failure. Hardware failure could come as a result of physical damage, heat damage, or electrical damage. Physical damage could occur due to impacts with objects and other surfaces. Heat damage could occur due to improper maintenance or placement. Electrical damage could occur during a power outage or power surge. Wear and tear due to aging or frequency of use can gradually degrade components. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. There is no significant trend regarding the issue. Nk will continue to trend and monitor the reported issue. Attempt # 1: 09/21/2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 09/28/2022 emailed the customer via microsoft outlook for patient information: received a reply stating they would not be able to provide the requested information.

Event description:
The biomedical engineer (bme) reported that the g9 monitor was randomly rebooting on its own during a patient's surgery. They were unable to measure vitals for about 5 to 10 minutes. However, no patient harm was reported as other monitoring equipment in the or was continuing to record vitals.

Manufacturer narrative:
The biomedical engineer (bme) reported that the g9 monitor was randomly rebooting on its own while in use during surgery. They were unable to measure vitals for about 5 to 10 minutes, however no patient harm was reported as other monitoring equipment in the or was continuing to record vitals. They would like to send the unit in for a warranty exchange. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the g9 monitor was randomly rebooting on its own while in use during surgery. They were unable to measure vitals for about 5 to 10 minutes, however no patient harm was reported as other monitoring equipment in the or was continuing to record vitals.